Event description:
There were no reports of an injury or death. It was reported the system locked up.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and put back into service.